Manufacturer narrative:
Revision surgery reported.

Event description:
A revision surgery was performed to remove the antology stem.

Manufacturer narrative:
The associated complaint device was not returned. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. The medical investigation concluded that no relevant supporting clinical information has been provided to assist with a clinical investigation. Therefore based on insufficient information, a thorough clinical assessment cannot be performed at this time. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, the complaint can be re-opened. No further actions are being taken at this time.

Manufacturer narrative:
Correct complaint aware date.

Event description:
It was reported that during a revision surgery the device broke while trying to remove an anthology stem. No more information provided yet.